Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2011, the pt returned (date unk with "pain and an offensive discharge". She was treated with oral and then intravenous (IV) antibiotics (medications unk) but her symptoms did not improve. Her white blood cell count (wcc) and c-reactive protein (crp) were normal. A computed tomography (CT) scan showed "a fluid collection in the uterus". A dilatation and curettage (d&c) was done which produced copious, pink, friable slough." There was no cervical stenosis or hematometra. The pt had no fever and no cultures were done. On (B)(6) 2011, it was reported the pt "has recovered well."